Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Consumer reported they did not see the lightning bolt in the middle of their programmer. Patient reported they knew what they were doing and wasn¿t aware that their ins had been off. Patient was upset and thought their ins may have been off this whole time and might not have been working. Patient was unable to turn the irstim up during the call because ins was off. Patient said they were using the antenna to connect with their programmer, there was a check mark in box on program 3 at 1.6v and the battery was not dead. Patient did not have time/did not want to troubleshoot. No further complications anticipated.